Event description:
It was reported that during a de novo, moderately calcified, 70% stenosed, right, internal carotid artery acculink stenting procedure, an accunet embolic protection system (eps) was advanced and deployed, but the filter moved downward due to patient anatomy (migration). After several attempts to keep the filter in place, the accunet filter was removed without difficulty. An emboshield nav 6 with an acculink was used successfully to complete the stenting procedure. Post-procedure, the same day, the patient experienced hypotension and bradycardia. Dobutamine medication was administered and the hypotension and bradycardia resolved the same day without an adverse patient sequela. The patients carvedilol and amlodipine medication were held on (B)(6) 2013 and the patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device is discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.